Event description:
Pdc received a call on (B)(4) 2011 reporting medical intervention that occurred on (B)(6)2011 at 2:00 am. Pt reported feeling tired, weak and nauseated, and tested with her pdc meter. She said she received readings of "hi", 497 mg/dl, 535 mg/dl and 550 mg/dl. Medics were called and their meter read 367 mg/dl. Time between last pdc reading and medic's was reported as 15 minutes. Pt said she was not provided treatment, nor was she transported to the ER. Per pt, medics just took a test and told her that her level wasn't as high as what pdc meter read. Pdc sent replacement with prepaid envelope requesting return of suspect product (s).

Manufacturer narrative:
Suspect product was evaluated and no failures were detected. All test results were in range.